Event description:
It was reported that the patient experienced syncope and was admitted to the hospital. A patient initiated transmission revealed that the right ventricular lead exhibited noise reversion and high ventricular rate episodes. On (B)(6) 2014 a lead revision was performed and insulation damage was noted on the lead. The lead was capped and replaced.

Manufacturer narrative:
.